Event description:
Additional information later reported the patient had a ¿pimple¿ overlying the previous surgical incisional site. Surgery was cancelled because of an increased risk of infection.

Event description:
It was reported a sore near the pump pocket was observed and the pump replacement was cancelled. The patient was on antibiotic. There were no patient symptoms/complications associated with the event. The pump was used to deliver lioresal. Additional information later reported the patient was scheduled to have a pump replacement. The surgery was cancelled as the surgeon expressed a small fluid filled blackhead adjacent to pump pocket in pre-op. A culture of the blackhead was taken and the results of the culture were unknown. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8 590-9, lot# n148384, implanted: (B)(6) 2009. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
Additional information received reported, the patient had a small blackhead near the incision and as reported the case was cancelled. Antibiotics were given and the case was rescheduled for 2013 (B)(6). It was completed without difficulty. No further information was provided.